Event description:
It was reported that during a percutaneous coronary intervention (pci), stent damage occurred. The 75% stenosed lesion being treated was located in the severely tortuous and severely calcified left anterior descending (lad). The lesion was pre-dilated with a 3.2x15mm maverick balloon. The physician advanced the 4.0x24mm promus element stent but was unable to cross the lesion. Upon removal damage to the stent was noted. The procedure was completed with another of the same device. No patient complications were reported and patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned to with the stent moved 8 mm distal to the distal markerband. Strut rows towards the distal end of the stent were raised from the balloon and stretched distally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. A mandrel was inserted through the guidewire lumen with some resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci), stent damage occurred. The 75% stenosed lesion being treated was located in the severely tortuous and severely calcified left anterior descending (lad). The lesion was pre-dilated with a 3.2x15mm maverick balloon. The physician advanced the 4.0x24mm promus element stent but was unable to cross the lesion. Upon removal damage to the stent was noted. The procedure was completed with another of the same device. No patient complications were reported and patient status is stable. This product is only (B)(4) approved but it is similar to an approved us device.